Event description:
It was reported that the customer had passed away on (B)(6) 2011. The caller stated that the family had never reported the death to medtronic until now. The customer had an insulin pump for a year prior to passing. The caller stated that the customer was always told to give herself insulin before eating, but the daughter would always tell the customer not to do so. The customer would do it anyway and would pass out on occasions. The customer was wearing the insulin pump at the time of passing. No further information was provided at the time of the phone call and the insulin pump information was not verified because the caller stated that she did not have time to provide details. She requested a call back at a later time. Attempts will be made to contact the daughter of the deceased customer in order to obtain details and verify insulin pump information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.